Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the inconsistent stimulation was not determined. The issue was resolved with programming. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient tried to be reprogrammed. The issue was not resolved from reprogramming. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a loss of therapy. The patient reported that the stimulation was inconsistent. The patient reported that the stimulation was hit and miss; sometimes they would feel it, sometimes not, and sometimes it was really strong. The patient thought it was a programming issue. The patient planned on having an MRI to check if everything was implanted in the correct location. No further complications are anticipated.